Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 550-560 mg/dl; cause was unknown. Customer did not recall treatment they received while hospitalized. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.